Event description:
Pt underwent insertion of a percutaneous central venous silastic catheter on 10/25/95. Obstruction noted 5 days after insertion. Abbokinase was used without being able to clear the catheter. This catheter was removed and another inserted and became obstructed within 48 hours on 11/1/95. Urokinase was administered in an attempt to clear the obstruction without success. Initial catheter noted to have a small crimp on the end of the catheter. Nothing unusual noted on visual examination of the second catheter. Both catheters forwarded to the MFR for examination. The pt has since received an IV cutdown. The pt was receiving hyperalimentation and lipids through this line.